Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: during investigation, the black box shows evidence of a pump reboot event on (B)(6) 2018. The battery compartment was found to be cracked but there was no battery cap returned so a test battery cap was used. The ¿ez-prime¿ steps were performed correctly with no power interruptions during the investigation. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board.the original complaint of the no power issues was not duplicate during investigation however damage was found to the battery compartment. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.